Event description:
It was reported that during a routine follow-up visit the device was interrogated by a competitor representative and the output was increased due to the lack of capture on the right ventricular (rv) lead channel. The rv lead was a competitor lead. It was also reported that a loose setscrew was "overlooked/missed". The physician asked the patient to return the following day for an interrogation by a company representative. It was reported that there was a loose setscrew. The patient was admitted and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.